Event description:
No primary stability achieved, no osseointegration, local infection/subacute chronic osteitis, immediate implantation, undersized implant bed, inadequate bone quality/quantity, instability